Event description:
Potential for injury associated with the model 6281-jr walker not locking into place. This event could lead to product instability and prevent the walker from maintaining its designed weight-bearing capacity.